Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present. The device was removed over a guide wire and a second and third proglide device was attempted, but also resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2 and #3 proglide part #12673-03, lot #920516h, are being filed under separate medwatch manufacturer report numbers. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the proximal end of the posterior needle tip was severely bent. The rim of the posterior cuff was bent with a needle strike mark noted on the rim. The posterior portion of the foot was broken off and not returned. This type of damage is consistent with the posterior needle striking the rim of the posterior cuff instead of engaging with the cuff during needle deployment. Subsequently, because the posterior cuff remained in the posterior foot pocket, applying additional force when the posterior needle came in contact with the rim of the posterior cuff would break the foot as observed. In addition, the posterior needle was not captured by the posterior cuff; therefore, the suture could not be retrieved as reported. Based on the investigation, the probable root cause for the broken posterior portion of the foot and bent posterior needle tip is forcibly deploying the needles against resistance when the posterior needle had deflected. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.